Manufacturer narrative:
Cause cannot be definitively determined. No product or x-rays were returned for evaluation. Device history records indicate device manufactured to specification.

Event description:
It is reported that the device was implanted in 2006. Post-op, in 2007, the patient had synovitis and patellar "clunk". The patient underwent left knee arthroscopy with a major synovectomy. An exam of her knee under anesthesia showed it to be grossly stable. It was noted that when the scope was introduced, there was significant synovitis. Her pain was predominantly anterolaterally. Synovitis was noted about the patella, tibial base plate, the notch, and anteriorly in the fat pad area. There was no obvious loosening, and the interface of the implant and bone was checked where possible. Major synovectomy was performed, removing all impinging synovium.